Event description:
Information was received from the physician regarding the patient's death. It was noted the patient had seizure reduction with vns. It was unknown if the patient was receiving therapy at the time of death. Patient had concurrent illness of history of pe, dyslipidemia. Believed cause of death was unknown. Seizure history included longstanding history of seizures. Complex partial avg. 0-2 history of nocturnal seizures and no respective surgery.

Event description:
It was reported that a patient had passed away. It was reported to the tc when he was at the neurologist's office that the patient had passed away. The patient reportedly had a seizure, was admitted to the hospital, and passed away. No additional information has been received to date.